Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired multiple clips and they were loose (not closing completely) on the cystic duct and artery. Another device was used to complete the procedure. There was no adverse consequence to the patient.